Manufacturer narrative:
(B)(4). On an unreported date approximately seven years ago when the patient began peritoneal dialysis therapy, the patient was diagnosed with a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia was diagnosed ¿at the time the patient began peritoneal dialysis therapy¿. The cause of the hernia was reported to be due to the peritoneal dialysis therapy. The hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. At the time of this report, there has been no medical intervention for the hernia and there is no treatment planned at this time. Dianeal therapy was initially reported to be ongoing, but due to scheduled surgical intervention for an unrelated event, the patient would transition to hemodialysis therapy beginning approximately twenty-two days after the initial receipt of this report and continuing until the patient was fully recovered from the scheduled surgical intervention. A possible return to peritoneal dialysis therapy was approximately three months from the initial receipt of this report. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.